Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 1000 mcg/ml at 75 mcg/day via an implanted pump for malignant pain. It was reported a motor stall was seen on initial interrogation and the patient recently had an MRI. It was unknown if the MRI was related to a problem with the device or therapy. It had been longer than two hours since the patient exited the MRI field. It was reviewed to periodically interrogate the pump for a stall recovery. Patient symptoms were not reported. The event date was (B)(6) 2019. Additional information was received from the hcp via the rep on (B)(6) 2019 indicated it was unknown if a motor stall recovery occurred within 24 hours of the MRI. It was noted the pump was read by the hcp regarding actions/interventions taken and the motor stall had been resolved. The patient¿s weight at the time of the event was unknown and the pump remained implanted. No further complications were reported/anticipated or expected.